Event description:
Pt intubated with double lumen endotracheal tube. When flex bronchoscopy scope was passed for visualization, it would not go past the distal opening. Tube removed and kink noted in tube.